Event description:
Balloon leak during inflation.

Manufacturer narrative:
The report indicated that the patient underwent an angioplasty of the left femoral artery, and during the inflation at four to six atmospheres of the target site, leak was noted in the balloon. However, there was no reported patient injury, and the procedure was completed with another balloon. Additionally, no additional information will be forthcoming, since all the information has been submitted.